Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed connection errors that required a system reboot to restore functionality. There was no pt injury or death reported.